Event description:
Summary of a series of problems from 2002, culminating in a cluster of recent machine failures of the ventilator component of aestiva anesthesia machines. Since 2002 to present the medical center has purchased a total of 12 aestiva anesthesia machines. 7 of 8 purchased for one hospital campus in 2002 and 4 of 4 purchased in 2003 have had failure events of two types. Type 1: ventilator stopped working without audible alarm. Once stopped the ventilator could not easily restarted. The patient must be hand ventilated through the machine circuitry. Type 2: when the ventilator is set in volume control mode vent does not deliver set tidal volume. As case proceeds tidal volume decreases progressively and clinical effects are only apparent by close monitoring of the patient. The only machine error message is a non-audible small text note that appears in upper left corner of ventilator screen stating "vt compensation off." One response to support the patient in this event was to reset tidal volume. This resulted in ventilator delivering only 10% -50% of machine set tidal volume. A second response that was tried was to enter into ventilator menu, select "vt comp off", and then turn the ventilator back on. Even when this was done, the problems recurred shortly. The option to turn ventilator compensation to on or off on main screen was normally not present on the screen. A third response wasto convert from volume control to pressure control. This enabled delivery of adequate tidal volumes.chronology:2002 through present in one hospital campus 15-20 clinical events described above. When these were reported to ohmeda, instructions were to disassemble machine and dry out internal parts of ventilations system on weekly basis and install a new disposable hme filter on the expiratory limb before each case. In 2003 4 new aestiva machines were purchased for different hospital campus.in the past two months there have been a cluster of 10-15 clinical events occurring in machines purchased in 2003. In the past month, 5-10 clinical events occurring among machines in use at first hospital campus for machines purchased in 2002 despite using a new hme filter as instructed for each case and weekly disassembly and drying of internal parts as instructed by ohmeda.recent patient events:1) type 2 error on machine. Patient information was not retained. 2)on the same day another type 2 error on different machine, different patient and information was not retained. Following these two events both machines were taken out of service. Ohmeda repair was contacted. They could not replicate error and advised to return machine to service. 3)a few days later, type 2 failure with patient. 4)a few days later type 2 error on machine. This is the same machine that malfunctioned earlier, that the datex-ohmeda repair person could not replicate and advised us to return to service. 5) several days later type 1 error, ventilator stopped functioning. 6) type 2 error